Manufacturer narrative:
Return date: updated to 2018-12-20. Eval code method and eval code-result: updated. Product analysis: upon receipt at medtronic¿s quality laboratory, the device was returned with the valve loaded in the capsule of the delivery catheter system (dcs). The handle appeared intact. The trigger appeared intact, and the device was returned with the end cap/screw gear snap fit connected. There was damage noticed on the threading of the screw gear. Delamination marks were observed along the length of the capsule. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule, the capsule is held together by the outer layer of polymer. The valve could not be removed from the dcs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The delamination observed on the capsule, typically occurs when the capsule is subjected to a bending force, potentially after tracking through tortuous anatomy or if the valve was misloaded. A break observed in the proximal end of the capsule frame, confirmed the reported event. Still images from the procedure were reviewed which also confirmed the capsule break. Analysis of the delivery catheter system (dcs) also noted damage to the treading of the screw gear components on the handle of the dcs. This damage is consistent with the increased forces/tension in the system, which was reported in this case. High forces on the handle may cause the threading of the screw gear to become worn and damaged. Historically, the excessive forces applied to the capsule in capsule separation events occur due to a misloaded valve. The force on the system is a cumulative effect that can be increased by many factors, including patient anatomy. Based on the information available, there is no indication that a misload occurred in this case, and without angiographic records for review, the cause of the reported capsule separation cannot be determined. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. The device was removed from the patient and replaced with a new dcs and valve. No adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was returned and analysis results are pending. Conclusion: pending results of the investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was placed too deep and severe paravalvular leak (pvl) was noted. The valve was recaptured and the attempted to be deployed again. Upon the second recapture of the partially deployed valve, the capsule kinked and separated. There was unusual tension felt during the recaptures. The device was removed with valve still inside the capsule by using the in-line sheath to safely pull the system from the patient's body. The valve and delivery catheter system (dcs) were replaced. Subsequently, the replacement valve was successfully implanted. No adverse patient effects were reported.